Event description:
It was reported that since the pump and catheter were implanted, the patient has not had adequate therapy. The patient had a history of nerve pain that prohibited him from walking. The patient stated his ¿life was miserable¿ and he was in more pain than ¿six years ago.¿ the neuropathy in his feet was ¿worse¿ and the patient¿s feet were ¿sore.¿ there were several increases in the pain medication daily dose, without any relief. A rotor working and dye study were done in early (B)(6) 2013 and ¿everything looked great¿ at the time. Reportedly, the physician told the caller that one ¿theory¿ regarding his situation was that surgery may have ¿jingled nerves.¿ it was note the patient¿s pump contained a compounded morphine, due to a ¿shortage of preservative-free morphine.¿ the health care provider replaced the catheter. During the catheter surgery, the pump was ¿washed¿ to remove the compounded morphine, and replaced with a 10 mg/ml infumorph solution. As of (B)(6) 2013, the patient had not yet had a follow up appointment therefore there are no updates on his status.

Manufacturer narrative:
Product ID: 863740, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis revealed that only the catheter was returned. Some abrasions were noted on the catheter. In one area, it was possible that the abrasion could have been caused by being pinched and that the pinched or narrowing could have caused an occlusion and affected therapy. Also noted was that a collet was not properly inserted all the way into its locked position. This issue did not appear to have caused an issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.